Event description:
It was reported that (6) devices were used during a lobectomy. It was reported by the affiliate that the tct75 instruments all were locked and would not fire at all. They tried (6) devices, one after the other, and all were the same. A new instrument from a different lot number was used to complete the case. There was no consequence to the pt.